Event description:
It was reported that there was a breach in the sterile barrier.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Manufacturer narrative:
Alleged failure: the packaging of the shaver blades was already open on one side when taken out of the box. The failure(s) identified in the investigation is consistent with the complaint record. Probable root causes could be an inadequate adhesive application process, inadequate positioning into the primary package, shipping and handling damage, or improper environmental conditions. The product was returned for investigation and the failure mode will be monitored for future reoccurrence.

Event description:
It was reported that there was a breach in the sterile barrier.